Manufacturer narrative:
(B)(4). Review of lot f1733101, revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The complaint evaluation is currently in progress. Additional information will be submitted within 30 days of completion of the complaint evaluation.

Event description:
It was reported that resistance was felt when the 6f/7f mynxgrip vascular closure device (vcd) was put into the vessel, it couldn't follow the vessel. The product was stored as instructed per labeling. The mynx vcd was prepped according to IFU instructions. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The patient was not morbidly obese. The vessel diameter was verified to be greater than 5 mm in diameter. Moderate vessel tortuosity was noted. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent upon removal. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient¿s hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis. The vcd will be returned for analysis.

Manufacturer narrative:
Complaint conclusion: it was reported that after the 6f/7f mynxgrip vascular closure device (vcd) procedure, the sealant was out of the body. The product was stored as instructed per labeling. The patient was thin and had shallow vessel depth. The femoral artery¿s suitability was verified on angiography or venography, including the insertion angle (30-45 degrees) of the vascular sheath introducer. The vessel diameter was verified to be greater than 5 mm in diameter. There was no vessel tortuosity was noted. The vcd was being used in conjunction with an unspecified procedural sheath introducer for common femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The advancer tube was held in place at the skin while removing the balloon catheter; however, the sealant was dislodged. Hemostasis was not achieved with the mynx device, therefore, manual compression was applied for less than 30 minutes. The patient's hospitalization was not extended as a result of the event. The patient was noted to have recovered. The product was not returned for analysis. Review of lot f1733101 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. The mynx IFU, step 3, figure 6, instructs users to slowly withdraw the balloon catheter ¿through¿ the advancer tube (tamping tube) lumen and then remove the advancer tube from the tissue tract. If proper position of the advancer tube is not maintained during the device withdrawal, this could cause the sealant to be dislodged from the tissue tract. Based on the device history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.

Manufacturer narrative:
Updated complaint conclusion due to product analysis: it was reported that resistance was felt when the 6f/7f mynxgrip vascular closure device (vcd) was put into the vessel, it couldn't follow the vessel. The product was stored as instructed per labeling. The mynx vcd was prepped according to IFU instructions. The vcd was being used in conjunction with a 6f procedural sheath introducer for femoral arterial closure following a pta (percutaneous transluminal angioplasty) procedure. The patient was not morbidly obese. The vessel diameter was verified to be greater than 5 mm in diameter. Moderate vessel tortuosity was noted. Resistance/friction was not experienced as the mynx vcd was advanced through the sheath. The sheath was not kinked/bent upon removal. Manual compression was applied for less than 30 minutes to achieve hemostasis. The patient¿s hospitalization was not extended as a result of the event. The patient was noted to have recovered. The vcd will be returned for analysis. A non-sterile mynxgrip vascular closure device 6f/7f involved in the reported complaint was returned for investigation. Visual inspection of the returned device showed that the shuttle cartridge was engaged to the handle. The procedural sheath was not returned for investigation. The catheter was inspected for anomalies. No anomalies were observed. Functional testing was performed on the received device. The sheath involved in the event was not returned; therefore an applicable lab sample was used for performing the insertion on the returned device per the mynx instructions for use (IFU). No resistance was felt during investigation when the device being inserted and withdrawn. Visual inspection at high magnification showed the catheter¿s distal tip was free of damage. A device history record (DHR) review of lot f1733101 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported ¿catheter inability to advance in sheath¿ could not confirmed through analysis of the returned device since the procedural sheath was not returned, and there was no resistance felt during advancement in the lab sample sheath. The root cause of the issue reported by the customer could not be conclusively determined during analysis. Based on the information provided, the condition of the returned device and the investigation performed, the cause of the reported event may have been attributed to the condition of the patient¿s vessel (moderate tortuosity) or the condition of the sheath since the mynxgrip device was able to be inserted into a lab sample sheath with no resistance. According to the mynxgrip instructions for use (IFU), which is not intended as a mitigation, it is stated that the safety and effectiveness of mynxgrip have not been established in the patients with clinically significant peripheral vascular disease in the vicinity of the puncture. The returned device performed as intended per the mynxgrip IFU. Neither the DHR review nor the product analysis suggests that the reported failures could be related to the manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time. Should additional relevant information become available, a supplemental MDR will be filed.